Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the right atrial lead had low impedance readings and low p-waves. It was also reported that there were two slits in the insulation made by the physician at time of explant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.